Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 3.3 years of patient use. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number (two pain, one trauma, one osteolysis, and one packaging error). This is the first complaint for this lot number. The root cause for the pain was most likely due to implant selection as oversized implants were reportedly the source of a tight joint with limited range of motion/flexion. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery- the patient was experiencing pain in their knee because of flexion contacture. A 20 degree to 90 degree range of motion and the implants were oversized. The surgeon removed all implants except the patella.